Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record are not available; it is unknown whether there were any manufacturing abnormalities, special adoptions, or variations based on the inspection sheet. Reported phenomenon of device not powering up is not a design related failure. The problem was caused by a breakdown of the g1 circuit board. Cause for this could not be established.

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufactured date is not known. The user¿s complaint was confirmed. Upon testing the device, the device did not turn on. This was attributed to a faulty g1 board. In addition found a minor dent on the bottom right corner of the bezel. This does not affect functionality. Device passed all other functional tests.

Event description:
As reported for this event, the device did not power up. The power indicator does not light up. There was no damage or abnormalities observed to the power cord. The correct power cord was used and it was connected securely. There was no damage or abnormalities observed to the device itself or the power button. No errors, alerts or alarms were observed as the device would not power on. There was no reported patient involvement.